Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm would not occur even if a leak occurred. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that it takes time for alarms such as patient circuit disconnection and proximal line disconnection to occur. Alarm does not occur even if the leak is 120 l/m. Occurs at 140 l/m. Upon the customer's request, repair was cancelled. The device was returned unrepaired. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.